Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the overall quality of the CT scan is poor as the imaging accuracy is not very high. The tibial component seems to have some radiolucence, it is definitely subsided proximally at the anterior aspect, therefore loosening and migration can be assumed. The pe is not visible in the CT scan. The talar component does not show clear signs of loosening or migration.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and it appeared the implant is loose. The patient may require a revision surgery.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and it appeared the implant is loose. The patient may require a revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.